Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a no power issue. The customer also alleged that the battery compartment was cracked and there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the battery compartment was found to be cracked. There was moisture corrosion observe din the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive to due to moisture corrosion. The pump¿s cover was removed and there was no further moisture ingress or any intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.